Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged door latch roller. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This is an ancillary service event discovered during preventative maintenance. The cause was determined to be physical damage to the door latch roller. To correct the condition, the door latch roller was replaced.